Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap. Appendectomy event description: I have received an attached complaint from the operating room [name]. Information translated from the hand written customer complaint form by customer relations team EU via email on 14oct25: we received the below email regarding a product complaint. Ca500, lotnr. Unknown sold-to [name] district hospital according to the attachment the clipper could not be activated. Additional information received from applied medical representative via email on 17oct25: the translation should be like ¿the clipper did not trigger¿. We received this complaint about ca500 a few times the last months. Additional information received from applied medical representative via email on 17oct25: I talked to the customer again. The clipper malfunctioned at the 20.09. During an appendectomy. Every clipper afterwards was working just fine. No clips were delivered even when the customer was pressing plastic to plastic. The patient is just fine. No damage was done. They used a different clipper which worked just fine. Our 11mm trocar (cff33) was used. Product available for return, replacement requested. Intervention: device replacement patient status: the patient is fine.